Event description:
It was reported that one week after the patient was treated with the cryotherapy device the patient started experiencing epistaxis and two week after the procedure the patient had severe epistaxis and was treated with electrocoagulation. The bleeding was reported to be coming from the branch of the sphenopalatine artery, which was located at the treatment site. No additional epistaxis has occurred and no permanent damage was reported.

Manufacturer narrative:
H3 other text : device discarded after procedure.